Event description:
The company was made aware that the pt had a vestibular insertion of the electrode array. Surgery was performed to reposition the pt's implanted device. The pt's device was activated and the pt is hearing.